Event description:
During an in-clinic follow-up, loss of capture, decreased sensing, low pacing impedance and noise that led to oversensing was detected on the right ventricular (rv) lead. Lead insulation damage was suspected but was not confirmed. The rv lead was capped and replaced to resolve the event. The patient as stable.